Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, however, it was found that the membrane switch panel of the keypad on the front panel was physically damaged during service evaluation. Hence this complaint can be confirmed. The physically damaged front panel was replaced, the device was cleaned, newly calibrated, repaired, tested and found to be fully functional. User mishandling of the device, possibly during storage or transport, is the most probable root cause of the physical damage to the device. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer.

Event description:
It was reported by the affiliate in (B)(6) that during service and repair, it was determined that the generator device had a damaged keypad membrane and failed electrical safety test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly. Equires to be repaired.